Event description:
The poly insert could not be inserted into the tibial tray during surgery. The patient was converted to an off the shelf unicondylar knee implant system.

Manufacturer narrative:
The poly insert could not be inserted into the tibial tray during surgery. The patient was converted to an off the shelf unicondylar knee implant system. Review of the device history record indicates that the device was manufactured to specification. The device was returned to conformis and is currently being evaluated. When completed, the evaluation summary will be submitted in a supplemental report.